Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 17-nov-2018 it was reported that the three lamps lit on. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left femoral artery. A truepath was selected for use. During the procedure, the device was delivered after tip shaping; however, three lamps immediately lit on. The device was reconnected and the tip part was washed with saline, but the issue was not resolved. The tip of the device was not rotating but the entire distal section near the tip looked like rotating, weltering, and twisting. There were sound of resistance while rotating and the noise was different than usual. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the drive shaft was separated from the motor. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a truepath device. The control unit, motor housing, working length, tip housing/tip were microscopically examined. The coils at the proximal portion on of the tip was stretched. Functional testing was performed by turning on the device. The device turned on and all the led lights lite up as they were supposed to and the normal audible noise was heard; however, the greens light lite but the red light also lite up and the tip did not rotate. The device was taken apart and the collet was loosened and removed, it was found that the drive shaft is separated from the motor at the location of where the blue shroud would separate the shaft if the shroud was turned. Inspection of the remainder of the device presented no other damage or irregularities.